Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00273 and 2134265-2017-00150. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a "wind sock." A baseline pericardial effusion was noticed, but was small enough, so they continued the procedure. A 27mm watchman ® laa closure device & delivery system was advanced through the watchman ® access system. The closure device was deployed, but the position was too proximal, so it was fully recaptured and removed. Another 27mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. The closure device met release criteria, therefore, it was implanted. About 2-3 minutes post device deployment, the physician noticed that the effusion increased slightly. No intervention was required. They monitored the patient who was stable the entire time. A limited echocardiogram was performed the evening of procedure which looked unchanged from the procedure. The patient remained stable and was discharged next day.